Event description:
It was reported that during a breast biopsy procedure, the clip would not release and then it broke. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.